Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance, the black tip at the distal end came off the subject device. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage is likely deterioration over time and impact by the repeated used. The most likely cause is that excessive force was applied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.